Event description:
It was reported that, during a pre-operative check for an implantable cardioverter defibrillator (ICD) replacement due to normal battery depletion, this right ventricular (rv) lead was found to exhibit high, out-of-range shock impedance measurements, exceeding 125 ohms. Subsequently, the patient underwent the replacement procedure, during which a defibrillation threshold (dft) test was performed. A failure code 1005, indicative of an open circuit condition during shock delivery, was observed. The physician elected to replace the rv lead. No additional adverse patient effects were reported. This rv lead was surgically capped.